Event description:
A malfunction alarm labeled malf 0 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided pump reset information, and after the customer reset the pump, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue happened again, which the customer acknowledged and understood.